Manufacturer narrative:
The customer reported problem was confirmed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support recommended replace power supply processor board. There is not enough information in the file to determine if a CAPA should be referenced. A review of the device history record for sn (B)(4) was performed from date of manufacture 06/10/2019 to the present date 10/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device allegedly failed to power on. There was no patient involvement.